Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - b5: additional narrative h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient stated he gets a mild pain around 5pm to 6pm. It goes away after he eats then around 10pm the headaches comes back. The patient stated that when his clavicle gets inflamed is when he gets the headaches. The patient stated that tomorrow is going to go see his pcp. The patient stated that his diabetes is not controlled but is taking pills. He has doubts as to whether the reason is due to stimulator use or uncontrolled blood sugar levels. The patient stated that he is not going to use the stimulator until he speaks to his doctor. It was later reported that the surgeon stated the patient has hyper glucose which means his diabetes is not controlled. The surgeon advised the patient to make an appointment with an endocrinologist for his diabetes. The neurosurgeon wants the patient to continue treating with the device. The spinalpak device was not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated he gets a mild pain around 5pm to 6pm. It goes away after he eats then around 10pm the headaches comes back. The patient stated that when his clavicle gets inflamed is when he gets the headaches. The patient stated that tomorrow is going to go see his pcp. The patient stated that his diabetes is not controlled but is taking pills. He has doubts as to whether the reason is due to stimulator use or uncontrolled blood sugar levels. The patient stated that he is not going to use the stimulator until he speaks to his doctor.